Event description:
It was reported that during the thrombectomy procedure of the middle cerebral artery (mca) occlusion, in second angiography showed there was a foreign material in the distal m2 artery. The foreign material was left in the patient. In the physician's opinion, there was no damage to the balloon catheter shaft but physician suspect that there was inner lumen coating peeling. Physician also indicated that there severe friction was felt due to tortuous vessel when navigating the balloon catheter. There were no adverse consequences to the patient due to this foreign material.

Event description:
It was reported that during the thrombectomy procedure of the middle cerebral artery (mca) occlusion, in second angiography showed there was a foreign material in the distal m2 artery. The foreign material was left in the patient. In the physician's opinion, there was no damage to the balloon catheter shaft but physician suspect that there was inner lumen coating peeling. Physician also indicated that there severe friction was felt due to tortuous vessel when navigating the balloon catheter. There were no adverse consequences to the patient due to this foreign material..

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specification. Analysis of the returned flowgate revealed that the flowgate shaft was wrinkled and kinked. The flowgate balloon was examined under magnification and it was observed that the balloon was found conforming to its specifications. The balloon bonds were inspected and found intact. Using a microscope, the flowgate hub was inspected and it appeared normal. The bonds were inspected and found intact. The flow gate distal tip marker was examined, no anomalies were observed with the distal tip marker. The flow gate was examined through its proximal lumen and distal lumen and there were no abnormal findings. The flowgate was flushed with water and examined, no foreign material came out of the flow gate. A .038" mandrel was introduced and advanced through the flowgate proximal end. No foreign material came out of the flowgate. The reported complaint of hydrophilic coating peeling' could not be confirmed based on analysis of the device and hence, the reported complaint of un-retrieved device fragments' could not be confirmed as well. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.